Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h6, h11. Reported event was confirmed by review of radiographs. Review of the available records identified the following: three fractured glenoid fixation screws can be confirmed. Anatomic alignment of the reverse-type shoulder arthroplasty. Despite the three fractured glenoid screws, no definite implant loosening is identified. Bone quality is mildly osteopenic. Xray review noted only 2 peripheral screws were implanted. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. The reported event for screw fracture was confirmed through x-ray review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown baseplate. Unknown peripheral screw(x3). Unknown central screw. G2: foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a revision procedure due to broken screws and loose baseplate post-implantation. The patient had a fall which caused the screws to break and loosened the baseplate. The screw tips were left in the glenoid due to difficulty removing. Stem left in situ and cement ball placed in as a spacer. On reviewing the pre-op x-ays, the surgeon stated that the inferior screw was already broken and the baseplate was not quite seated. Immediate post op x-rays did not show any obvious issues. No additional patient consequences were reported.